Event description:
It was reported that the ilet¿s screen bezel separated, after which the device continued to respond to touch and vibrate but displayed no visual output, consistent with a device display component issue and a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed stress-related problems consistent with a loss or failure of bonding affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.